Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader turns on with button press. Reader was incorrectly displayed the connected to pc message. The usb/charging cable was visually inspected and no issues were found observed. Any opens or shorts were not observed. Usb/charging cable passed testing testing was passed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to the abbott diabetes care (adc) reader not powering on with button press or test strip insertion. As a result, the customer was unaware of changes in glucose levels and experienced unspecified diabetes related symptoms. The customer consumed sugar and food to raise glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer was unable to test due to the abbott diabetes care (adc) reader not powering on with button press or test strip insertion. As a result, the customer was unaware of changes in glucose levels and experienced unspecified diabetes related symptoms. The customer consumed sugar and food to raise glucose levels. There was no report of death or permanent impairment associated with this event.